Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 200+ mg/dl. The customer stated that she received large air bubbles in her tubing several hours after filling her reservoir. The customer stated that the pump was not rewound with a reservoir in place. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer stated that there were no large bubbles when filling but seems to appear several hours later. The customer's last blood glucose reading was 326 mg/dl. The customer was advised to set her room temperature insulin and call us back if issues continue.